Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (does not communicate with monitor) has been confirmed. Upon investigation trunk cable connector j702 on the distribution node pca was physically damaged, causing the failure. The root cause for the damaged connector could not be positively identified. No adverse events resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that the electrode belt was unable to communicate with a monitor.